Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported their left side implant "has moved," they can "feel the edges," and pain. Patient additionally reported rupture. Healthcare professional confirmed left side "evidence of intracapsular rupture" confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Device migration: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Additional observations: crease fold observed on the device. Deformation device observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported their left side implant "has moved," they can "feel the edges," and pain. Patient additionally reported rupture. Healthcare professional confirmed left side "evidence of intracapsular rupture" confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, h6.

Event description:
Patient reported their left side implant "has moved," they can "feel the edges," and pain. Patient additionally reported rupture. Healthcare professional confirmed left side "evidence of intracapsular rupture" confirmed via MRI. The device has been explanted.